Manufacturer narrative:
Correction to field b3. Date of event.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity pre-implant. Boston scientific technical services (ts) advised to send data for analysis. Furthermore, 1003 error message is no longer showing when booting up the device. There was no patient involvement. Additional information received indicating that data analysis result showed device data is consistent with low battery voltage due to low temperature exposure.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity pre-implant. Boston scientific technical services (ts) advised to send data for analysis. Furthermore, 1003 error message is no longer showing when booting up the device. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity pre-implant. Boston scientific technical services (ts) advised to send data for analysis. There was no patient involvement.